Event description:
When small clip applier endowrist was being loaded with the small clip, one of the tips on the endowrist broke. Instrument was not inside of the patient.what was the original intended procedure?robotic thymectomy.device #1is this a laboratory device or laboratory test?no.